Manufacturer narrative:
The customer requested to have the devices involved in the event tested to isolate which device had caused the failure. The failure was not reproduced during testing of the returned device. The subject device was found to have scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the screen on the 4k uhd lcd monitor turned black and white during a diagnostic colon examination, then went black and returned to its original state a few seconds later. There were no power surges during this time. The customer also reported this occurred twice recently with the same subject device. The procedure was completed with the same equipment. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.